Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported almost 4 months after the dental implant and abutment were placed in ada site 4 in the mouth, the implant failed to achieve osseointegration. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported almost 4 months after the dental implant and abutment were placed in ada site 4 in the mouth, the implant failed to achieve osseointegration. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported almost 4 months after the dental implant and abutment were placed in ada site 4 in the mouth, the implant failed to achieve osseointegration. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist reported that immediate load procedure was performed.

Event description:
The clinician reported almost 4 months after the dental implant and abutment were placed in ada site 4 in the mouth, the implant failed to achieve osseointegration. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).